Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a review of the pump black box data revealed cs 054 alarms. The ok, up and down arrow buttons did not respond to user presses. The complaint was unable to be adequately investigated due to unresponsive buttons. There was no damage found to the keypad. The keypad was removed and there was no damage found to the button contacts. Unrelated to the original complaint, there was moisture observed in the display. The pump case was cracked near the top right corner of the display. A leak test was performed and failed indicating a leak at the crack in the pump case. The pump was opened and there was moisture found on the printed circuit board, including the keypad flex connector. Additionally, the pump powered on to a dim and discolored display.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.